Event description:
Pt was admitted for elective cardiac cath. In attempting to place the stent, stent was inadvertently stripped from the catheter. Difficulty was encountered in retrieving the stent. Pt required 8 units of blood and surgical repair of femoral artery laceration.